Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available; however, per the initial report description, it is stated "phacoemulsification needle has been in use for about eight years now", therefore the root cause is user error. Per the dfu (directions for use), there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the missing of partial phacoemulsification needle during phacoemulsification surgery for senile cataract in the left eye. The patient underwent orbital computed tomography examination and found no abnormalities. The surgery was completed on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).